Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the insertable cardiac monitor (icm) exhibited undersensing. No intervention was performed. Patient condition was stable.